Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump buttons all responded properly. However, moisture damage was found at the keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, a broken belt clip slot and minor scratches on the display window.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 212 mg/dl at time of reporting. Nothing further reported.